Manufacturer narrative:
Evaluation codes: results (other): a visual inspection of the returned product found a piece of lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was cut up to remove from the eye with no patient injury, no enlarged incision or sutures.